Manufacturer narrative:
The reported events of high pacing impedance and insulation damaged were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular leads exhibited low pacing impedance and blood was found inside the leads due to insulation damage. Both leads were not used and replaced during the procedure. There were no patient consequences.